Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. The system passed a system checkout and was determined to be operational. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: cable 9734250 power 15ft domestic cable 9735546 axiem comm fusion compact system, 9660651, axiem portable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the site was having issues where the unit out boot into a "localizer faulted" error, rebooting would resolved the issue each time. The site was getting impatient regarding this issue as it was a daily occurrence. The representative was unable to check for the led number status on the axiem box each time as the site rebooted the unit right away. There was no patient involvement.